Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). Follow up information was provided by a nurse. On (B)(6) 2011, the patient ended remedial therapy with fortum and the event of peritonitis resolved.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause and was not hospitalized. On the same day, the patient began remedial therapy with fortum (250mg, once daily, ip) and vancomycin (2gm, loading dose, ip). It was not reported whether the event of peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.